Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. There was no impact to the customer's blood glucose level due to this reported issue. Reportedly, customer reverted to manual injections for alternate insulin therapy.